Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance in several coils. It was noted that the patient was hospitalized due to worsening heart failure. It was discovered a thrombus was attached at the tip of the central venous catheter, which is contact with the superior vena cava (svc) coil. The physician believed that the thrombus was causing the coils' high out of range shock impedance. The shock vector was reprogrammed. The lead remains within range. No additional adverse patient effects were reported.